Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. Other product or product use issues identified: medical device monitoring error "essure sterilization coils and thermachoice endometrial ablation". The patient's medical history included menorrhagia, pelvic pain, endometrial biopsy, ultrasound pelvis normal, nabothian cyst, leiomyoma nos, myxoid cyst, bleed in luteal cyst and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side: we had approximately 2 to 3 coils remained in the uterine cavity. Left fallopian tube ostia and deployed it with 3 coils remained in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: medical device monitoring error "essure sterilization coils and thermachoice endometrial ablation". The patient's medical history included menorrhagia, pelvic pain, endometrial biopsy, ultrasound pelvis normal, nabothian cyst, leiomyoma, myxoid cyst, bleed in luteal cyst and endometrial ablation. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingooophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: right side: we had approximately 2 to 3 coils remained in the uterine cavity. Left fallopian tube ostia and deployed it with 3 coils remained in the uterine cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.